Event description:
Ventilator delivered a higher pressure than was set. Pt had to be removed from vent. There was no pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care, maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.